Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: ddbc3d4 ICD, implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead dislodged into the superior vena cava. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.